Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no lifting or damage was observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be unresponsive; the contrast button responded appropriately. There was no evidence of contamination found under the key contacts. During evaluation, the audio bolus button cover was observed to be missing but the bolus button was responsive to button presses. Moisture contamination was found on the audio bolus button contact and associated electrical components inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.